Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was normal. No anomaly was found.

Event description:
It was reported that post implant there was no capture. A lead dislodgment was suspected and a lead revision was performed. During the revision procedure, the patient had a cardiac arrest. Cardiac massage was performed but afterwards in the wake up room, the patient died due to isorhythmic dissociation and myocardial degeneration with wide spontaneous qrs complex.